Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. The unique device identifier (UDI #) is unknown because the lot and part number were not provided the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg had an increased recharge burden. In turn, the ipg was explanted and replaced to address the issue.